Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a cartridge alarm (cartridge alarm 19) occurred. Blood glucose level was 170mg/dl. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.